Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during explant procedure of this left ventricular (lv) lead due to infection, the lead broke and half remains lodged in the coronary sinus. The lead was surgically abandoned. No additional adverse patient effects were reported.